Event description:
The customer contacted stryker to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for investigation. The pac technician confirmed the reported issue and noticed that the reported issue was caused by the device not turning on when the lid is opened. The device was still able to be powered on and off by pressing the on/off button. The root cause of the issues was isolated to the reed switch, sw5. The customer's device was archived by stryker and the customer received a replacement device.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.